Event description:
It was reported that during a urology procedure, the two devices failed because they would not open. The devices were removed and completed the case with another device. No known pt consequence was reported at this time.